Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/ migrated to the outside of my uterus / migration of device- pelvis / embedded in fat behind the omentum") and genital haemorrhage ("abnormal and heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menstrual disorder ("abnormal cycle"), back pain ("lower back pain") and chills ("I would break out in chills"). In (B)(6) 2015, the patient experienced abdominal distension ("abdominal bloating"). In (B)(6) 2015, the patient experienced migraine ("migraines"). On (B)(6) 2015, 4 months 9 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2016, the patient experienced alopecia ("hair thinning"). In (B)(6) 2017, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and insomnia ("some night I could not even sleep"). The patient was treated with ibuprofen, paracetamol (tylenol), ibuprofen (advil) and surgery (laparoscopic right salpingectomy, excision of pelvic fat). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, dyspareunia, menstrual disorder, alopecia, back pain, insomnia and chills outcome was unknown, the genital haemorrhage and abdominal pain had resolved, the abdominal distension and migraine was resolving and the weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, chills, dyspareunia, genital haemorrhage, insomnia, menstrual disorder, migraine, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2016: further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet and social media received - new event perforation/ migrated to the outside of my uterus, embedded in fat behind the omentum, migration of device- pelvis, sever and persistent pelvic pain, abnormal and heavy bleeding, abdominal pain, painful intercourse, abdominal bloating, migraines, weight gain, abnormal cycle, hair thinning, lower back pain, some night I could not even sleep, I would break out in chills were added. New reporter, patient information, treatment drug and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/ migrated to the outside of my uterus / migration of device- pelvis / embedded in fat behind the omentum"), embedded device ("he specimen reveals two embedded pieces of metallic spring like wire") and genital haemorrhage ("abnormal and heavy bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort and pelvic pain. On (B)(6) 2017:us pelvis without doppler- simple cyst right ovary. On (B)(6) 2017:us pelvis with IV contrast- the left side iud is present but the right one has been extruded into the peritoneal cavity and is lying anteriorly in the upper portion of pelvic fat, directly beneath the anterior abdominal wall. On (B)(6) 2015: hysterosalpingogram: essure did not occlude my right fallopian tube. Doctor said that it had migrated to the outside of my uterus. In (B)(6) , the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menstrual disorder ("abnormal cycle"), back pain ("lower back pain") and chills ("I would break out in chills"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal distension ("abdominal bloating"). In (B)(6) 2015, the patient experienced migraine ("migraines"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 4 months 9 days after insertion of essure. In (B)(6) , the patient experienced alopecia ("hair thinning"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and insomnia ("some night I could not even sleep"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (diagnostic laparoscopy bil salpingectomy and laparoscopic right salpingectomy, excision of pelvic fat). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, dyspareunia, menstrual disorder, alopecia, back pain, insomnia and chills outcome was unknown, the genital haemorrhage and abdominal pain had resolved, the abdominal distension and migraine was resolving and the weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, chills, dyspareunia, embedded device, genital haemorrhage, insomnia, menstrual disorder, migraine, uterine perforation and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59.864 kgs. Hysterosalpingogram - on (B)(6) 2016: the right micro-inserts is horizontally oriented and significantly lower in the pelvis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2018: mr received, reporter added, event added- embedded device. Lab data added. Patients medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.